Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after pre-implant dilation, the 16 fr sheath was advanced, but was unable to cross the femoral/iliac arteries it was reported that the vessel was 5.8 x 6.0 mm without calcification. After the implant, an occlusion at the access site was noted. A surgical revision was performed with a graft placement. Angiography after the implant confirmed perfusion. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information which indicated as result of procedure, intervention also included two units of transfused blood. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information which indicated that the previously reported blood transfusion for this event was not required and did not occur. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the event was duplicate reported in regulatory report 2025587-2018-01659. If information is provided in the future, a supplemental report will be issued.